Event description:
It was reported that removal difficulties occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 4.00 x 20 synergy drug-eluting stent was advanced and deployed for treatment. The balloon of the stent delivery system (sds) was inflated at 11 atmospheres and was deflated. However, during removal, it was noted that the sds would not retract into the guide catheter despite multiple inflation and deflation of the balloon. The fully deflated balloon delivery system and guide catheter were removed together. The procedure was completed with a new guide catheter and wire. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ii us mr 4.00 x 20 m stent delivery system (sds) was returned for analysis without the stent and inside the customer hemostatic valve, 6f bsci guide catheter and on the customer guidewire. The device was returned without the stent as it was deployed successfully at the lesion site. The balloon and distal section of the device was stuck on customer guidewire and the whole system was also stuck inside the guide catheter. The whole system was soaked to allow for removal of the delivery system. The system could not be however withdrawn/ advanced in the guide, the guide catheter was cut intentionally to expose the delivery system. Soft sticky substance present inside the guide catheter. The outer of the device was damaged while cutting the guide. The balloon cones were reviewed, and signs of negative pressure were noted however the balloon wings were folded and appeared consistent with withdrawal through a device. No bunching was noted on the balloon. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a stretching damage on the inner shaft polymer extrusion 2 mm distally to the bicomponent bond. Additionally, several tears were noted on the outer shaft polymer extrusion caused by the investigator while cutting the guide. An inflation attempt was made using an encore device to the rated burst pressure, however zero pressure could be sustained in the inflation device due to leaks from the outer tears. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). A 4.00 x 20 synergy drug-eluting stent was advanced and deployed for treatment. The balloon of the stent delivery system (sds) was inflated at 11 atmospheres and was deflated. However, during removal, it was noted that the sds would not retract into the guide catheter despite multiple inflation and deflation of the balloon. The fully deflated balloon delivery system and guide catheter were removed together. The procedure was completed with a new guide catheter and wire. There were no patient complications nor injuries reported.